Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off without user input. The problem occurred in intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A review of the event history log found improper shutdown alarms however the device was found to be within specification during testing. The unit was turned on and remained on during troubleshooting. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.